Manufacturer narrative:
The information provided in common device name was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor glucose versus blood glucose with threshold suspend. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 87 mg/dl. Customer¿s sensor glucose level was 40 mg/dl. The sensor glucose and blood glucose readings have been off by 47 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.

Manufacturer narrative:
The information provided in product code was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test (B)(4). Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings.